Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported impedance of >4000 on all connections to electrode 0 during the intraoperative procedure. The rep stated there were no environmental/external/patient factors. The rep reported that the troubleshooting/actions and interventions performed were that they rechecked the impedance, increased the amplitude and pulse width however it still did not clear. The rep reported the issue was not resolved at the time of the report and that the health care physician (hcp) did not have any further information for the manufacturer company. The device remained implanted and in service and no surgical intervention was planned at the time of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there were unknown reasons for impedance >4000 and that the actions/interventions taken to resolve the impedance >4000 on electrode 0 were that they removed the lead from the battery header, dried the electrodes, reseating the lead into the battery header and rechecking impedance. The pulse width and amplitude also increased however it still did not clear at electrode 0. The rep noted that this information had been confirmed with the health care physician (hcp). There were no further complications reported.